Manufacturer narrative:
No device, event history log or error log was returned for investigation. The most probable but unconfirmed root cause of the reported issue could be due to speaker not working as intended. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint., corrected data: h6: health impact and health effect code updated.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarms primary audible alarm background test. No patient injury reported.